Manufacturer narrative:
(B)(6). (B)(4). Event date: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of locking compression proximal femur hook plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: part was inspected for shaft hole pitch depth and shaft width and thickness per (B)(4) and found conforming. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was treated for a periprosthetic femur fracture on (B)(6) 2012 and postoperatively experienced a broken plate and a nonunion. The failure of the plate was a result of the plate breaking at the screw-hole juncture. The patient was revised on (B)(6) 2014 due to delayed healing and continued discomfort postoperatively. Devices were removed without additional intervention and the surgery was completed successfully; the patient was treated with locking plate and screws. There was no surgical delay reported. This is report 1 of 1 for (B)(4).